Event description:
It was reported by an attorney that a patient underwent a diagnostic cystoscopy and obturator sling procedure on (B)(6) 2011. In (B)(6) 2012, the patient experienced urgency and urge incontinence with frequency every 20 minutes during the day and nocturia twice nightly. The patient was prescribed toviaz and then changed to detrusitol. In (B)(6) 2012, the patient underwent a flexible cystoscopy which confirmed an overactive bladder. Urodynamics confirmed detrusor over-activity with a normal mid urethral closure pressure. The physician suggested botox injections and intermittent self-catheterization. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient experienced pain, urinary tract infections, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.